Manufacturer narrative:
(B)(6).

Event description:
It was reported that the ventilator had low tidal volume. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. The service provider (sp) inspected the device. The sp replaced the mask pipes and reset the parameters to address the issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Information was received that the issue occurred during performance verification testing (pvt). No further information was provided.